Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. There is no information available as to whether parts were replaced/evaluated. Three (3) good faith efforts were made to the customer and we did not receive a response. The record will be re-opened if additional information is provided. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported during use on a patient, that the iabp intra aortic balloon pump experienced a blood in helium tubing. Related to pump complaints: (B)(4).